Event description:
It was reported that pump experienced malfunction alarm malf 16 that could not be reset, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer support arranged pump replacement within warranty, confirmed pump serial number and shipping address, provided storage mode instructions for transport, and instructed customer to return problematic pump using prepaid materials, while customer declined to share information about backup insulin therapy.